Manufacturer narrative:
The explanted products were not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study site that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to a suspected infection back in (B)(6) 2016. It was reported the patient was still awaiting re-implantation of a new system. No additional adverse patient effects were reported.